Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon the receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a potential patient injury involving the magnetom vida system. Per the received information the patient did not feel any burn, but only some heat during the examination; however, the patient noticed burns on the lower back two hours after the examination. Siemens healthineers has requested additional information regarding the event details and the extent of the patient¿s injury. The additional information is pending receipt as of the date of this report.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. According to the received information siemens healthineers is unaware of a serious injury associated with this issue. The patient alleged that they discovered skin burns about two hours after an MRI examination. During the examination, the patient did not feel a burning, but only some heat. It was stated that the patient did not have any metal objects or jewelry on their body, they did not touch the sides of the bore, nor contact any cables. Information was provided that the patient was feeling well. For investigation siemens healthineers requested a savelog, dicom images, questionnaire, and system and coil qa. Siemens healthineers was informed that both used coils and the system passed the qa checks successfully. Additionally, it was stated that no savelog was available for the time of the patient's examination. The system is not serviced by siemens healthineers and we were informed that our local organization was not successful in retrieving the dicom images of the patient's examination and the questionnaire. Thus, no detailed investigation and no analysis of sar was possible and the root cause for the patient's burn could not be determined.